Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a calcified circumflex artery. A xience sierra 3 x 33 drug eluting stent (des) was inserted but was unable to advance through the lesion. While removing the stent, it was observed the proximal ends of the stent became deformed when entering the distal tip of the guide catheter. This resulted in resistance during removal. Although the stent became deformed, it was able to be removed from the anatomy. A new abbott device was inserted, and the procedure was successfully performed. There were no adverse patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to circumstances of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified anatomy causing the reported failure to advance. During removal the device met resistance when entering the guide catheter causing difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.